Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the anchor was inserted but during suture tensioning the anchor pulled out and shattered. A backup device was available to complete the procedure. No patient impact was reported.

Manufacturer narrative:
Other: no evaluation conducted to date due to no product being available for return. Examination was not possible, as the device has not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.